Event description:
It was reported that during a stenting treatment procedure, the patient experienced thrombosis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that following a stenting treatment procedure, the patient experienced sub acute thrombosis and expired. The procedure treated the 95% stenosed target lesion located in the calcified proximal left circumflex (lcx) artery. Treatment consisted of pre-dilation with an unspecified 2.5mm balloon, the placement of a 3.0x12mm ion stent and post dilation with an unspecified balloon inflated at 15 atm's. This resulted in residual waste in the proximal portion of the stent which was further dilated with 3.25mm , 3.5mm and 4.0mm non compliant balloons, with acceptable result. Shortly after the procedure, the patient developed further chest pain and EKG changes of acute posterior infarction. Angiography was performed revealing thrombus in the left main coronary and circumflex arteries. Angioplasty was performed with a 3.5x12mm quantum balloon inflated to 20 atm's with residual deformity in the vessel, which was finally released after high pressures of 22 atm's. There was no significant residual blockage, the thrombus dissipated and flow improved. The patient experienced hypertension and bradycardia treated with neo-synephrine and atropine. He was again re-imaged to make sure things were stable and had diffuse distal left main 50% stenosis, left untreated in the left anterior descending artery. The patient then went to ICU, but again developed chest pain and further enzyme elevations and it was clear that the vessel re-closed. He was not a candidate for further surgery or revascularization. The patient re-infarcted with asystole up to 18 seconds and continued a downward course and was treated with a temporary pacer in the right femoral vein and CPAP. He failed to respond and developed pulmonary edema. The next morning he died a natural death from his myocardial infarction and cardiogenic shock. Cause of death was re-occlusion of the dilated left circumflex vessel and probable thrombus in the left main.